Manufacturer narrative:
Investigation: one sample was returned to our quality team for investigation. Upon visual inspection of the product, the stopper is partially disassembled from the plunger and a leak was noted between the stopper ribs. The product was further disassembled and no damage or molding defect was observed that could have contributed to this issue. A device history review was performed for lot 1907234, no deviations or non-conformances were identified during the manufacturing process related to the reported incident. Although we could not identify a direct issue, the issue was determined to have occurred as a result of improper alignment of the plunger/stopper to the barrel during assembly. A camera system has been installed to detect for missing or improperly assembled stoppers.

Event description:
It was reported that during use the plunger rod bent with a bd plastipak¿ 50ml concentric luer lock syringe. The following information was provided by the initial reporter, translated from french to english: when using a syringe pump with propofol 2%, the plunger rod got bent. Action taken: change of the device.

Manufacturer narrative:
A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use the plunger rod bent with a bd plastipak¿ 50ml concentric luer lock syringe. The following information was provided by the initial reporter, translated from (B)(6) to english: when using a syringe pump with propofol 2%, the plunger rod got bent. Action taken: change of the device.